Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: from leads to leadless: a convoluted journey. Heart rhythm case reports 2020. 6:757760. Doi.org/10.1016/j.hrcr.2020.07.010. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable systems versus leadless systems. The article reports a patient who presented to the emergency room with fever, chills, severe joint pain, and purulent drainage coming from the lateral thoracotomy wound. The wound was positive for (B)(6). A full body computed tomography (CT) scan revealed infection of their epicardial leads, along with a right psoas muscle abscess. The patient was given intravenous(IV) antibiotics and a long course of oral antibiotics. The status/ disposition of the leads appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.